Event description:
During an atrial lead revision procedure, this lv lead was noted to be dislodged. This lead was successfully repositioned and remains actively implanted. Should add'l info become available, this event will be updated.